Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(4)2012 and obtained the following information. The patient tests her blood glucose 3x daily and her results usually reads around ''100-170 mg/dl.'' The patient manages her diabetes with regular insulin (usually 12 units with meals) and nph insulin (22 units at night). The alleged issue began in the morning a couple days prior to contacting lfs. The patient obtained a blood glucose result of ''138 mg/dl'' with the subject meter. The patient administered self her usual dose of regular insulin (12 units). Later that same afternoon, the patient was at the grocery store and reportedly ''felt funny.'' The patient claims she felt ''sick,'' shaky and exhausted. The patient ate a candy bar and drank soda as treatment. The patient did not test her blood glucose at the time of her symptoms. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within the control solution range. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.